Event description:
A 3.5 french feeding tube was taped securely in place and secured to face. The end of the feeding tube (syringe port) was noted to be missing. The end had come apart at some unknown point. The feeding tube was removed without incident. The remainder of the feeding tube was intact. There was no harm to the patient.